Event description:
Pt was on the machine undergoing dialysis when arterial and venous chambers of blood tubing set were discovered to be inadequately glued. The bloodline was changed, resulting in blood loss.